Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 407652 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic stimulation. The left ventricular (lv) lead was reprogrammed and repositioned. No patient complications have been reported as a result of this event.